Event description:
The customer alleged a questionable result for the cardiac c-reactive protein (latex) high sensitive (crphs) assay on one patient sample. The initial crphs result was 0.01 mg/l, which was reported outside the laboratory as < 0.15 mg/l. The test was repeated twice, with results of 7.18 mg/l and 8.88 mg/l. The 8.88 mg/l result was sent as an amended report. The patient was not harmed by any action taken. The lot number and expiration date of the crphs reagent were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).